Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was accessed with the product on (B)(6) 2021, the tubing was noted to be cracked by the mother at home on (B)(6) 2021. No other information was provided.